Manufacturer narrative:
The reported event of inadequate capture was not confirmed while the reported event of helix mechanism issue was confirmed. A full lead with a stylet was returned in one piece for analysis. X-ray examination found the inner coil over-torque at the connector region consistent with procedural damage. After cleaning, helix was able to be extended and retracted when torque applied directly to the inner coil. The cause of the reported event of helix mechanism issue was isolated to the over-torqued inner coil. Electrical testing, visual inspection, and specification measurements were normal with no other anomalies found.

Event description:
It was reported that that the patient presented in clinic for follow-up. Upon interrogation, it was found that the right ventricular (rv) lead exhibited unspecified incorrect measurements. Unspecified diagnostic imaging was performed and confirmed rv lead dislodgement. During revision procedure, the rv lead helix was unable to be extended. The rv lead was explanted and replaced. There were no patient consequences.

Event description:
New information received notes that the right ventricular (rv) lead dislodgement was initially suspected due to high capture threshold. Chest x-ray was performed and confirmed rv lead dislodgement.